Event description:
It was reported that the pacemaker exhibited telemetry anomaly. No intervention was performed. The condition of the patient was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information received notes that the pacemaker failed to be interrogated due no radio-frequency (rf) telemetry. The pacemaker was reprogrammed on 26 jul 2022. The patient experienced no consequences.